Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer has experienced low blood glucose. The customer is unaware why he keeps having lows. The customer's blood glucose was 32mg/dl. The customer was advised to call back if troubleshooting is needed on low blood glucose.